Event description:
The field engineer reported that when the power cord was moved the system would lose power (shut down). There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The 13a power plug was replaced. The system was then found to be operating as intended.